Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this lead was part of a system revision due to infection and erosion. Reportedly, the device was exposed from the skin, the system was completely removed to prevent infection. There were no additional adverse patient effects reported. The lead was explanted.